Event description:
It was reported that the syringe module alarmed "channel error" mid infusion of noradrenaline. The module then turned off. The end user reportedly was unable to turn the (noradrenaline) module back on. The other modules attached to the same pcu continued to run. The event occurred in pediatric intensive care unit. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the syringe module alarmed "channel error" mid infusion of noradrenaline. The module then turned off. The end user reportedly was unable to turn the (noradrenaline) module back on. The other modules attached to the same pcu continued to run. The event occurred in pediatric intensive care unit. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.